Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo proximal left anterior descending artery (plad) that is 99% stenosed. A 2.50x48mm xience xpedition failed to cross due to anatomy. During removal resistance was noted with anatomy. Two other xience stents were implanted to complete the procedure. There were no adverse patient effect and no clinically significant delay reported. No additional information was provided.